Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient experienced a hematoma, increased pain, discomfort, and weakness only when standing. The patient went to the hospital where magnetic resonance imaging (MRI) identified a blood clot. The patient underwent an explant procedure where the paddle lead and implantable pulse generator (ipg) were removed. There was no other intervention for the blood clot. The patient was doing well postoperatively and expected to make a full recovery. The physician suspected the event was due to the scs paddle lead implant. The explanted devices were not returned as they were disposed of by the medical facility. It was also noted that following the procedure, there were high impedances displayed on three contacts of the paddle lead, however, the device had been successfully programmed around the impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Lot: 579134.